Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. It was noted that the proximal drive shaft and sheath was cut from the catheter device. The drive shaft coil was removed from the distal sheath and blood was running throughout the entire sheath. A guidewire was inserted the catheter coil and could not be removed. The catheter handshake connection was still attached to the advancer handshake connection. The proximal coil near the catheter handshake connection was kinked. The burr was microscopically examined. The annulus was damaged/blocked. The burr was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr became stuck in the lesion. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During the procedure, a 1.50mm rotalink¿ plus became stuck on the lesion. The physician cut the back of the rotalink advancer burr system and used a 7f guideliner to cover the burr. A non bsc guide wire was placed to the burr and an unspecified balloon was dilated to a 3.5 in diameter vessel. The burr was removed from the guideliner and pulled out the entire system. No patient complications reported and the patient's status was fine.

Event description:
It was reported that a burr became stuck in the lesion. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During the procedure, a 1.50mm rotalink¿ plus became stuck on the lesion. The physician cut the back of the rotalink advancer burr system and used a 7f guideliner to cover the burr. A non bsc guide wire was placed to the burr and an unspecified balloon was dilated to a 3.5 in diameter vessel. The burr was removed from the guideliner and pulled out the entire system. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).